Event description:
It was reported by service report that the bed cannot be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: isolation plate. Conclusion: the customer was informed the bed could not be repaired due to the parts being obsolete.